Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was leaking. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat and leaking was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the qa technician noted a substance coming from the tip of the device. After disassembly, the repair technician confirmed through visual inspection that the components including the spindle housing/drive shaft assembly were severely affected by corrosion and debris.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was leaking. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.the core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.